Event description:
It was reported the customer was experiencing unexplained high blood glucose. The customer stated they had performed a self-test, changed their infusion set and battery, but the problem persists. Customer's blood glucose was 269 mg/dl at the time of the call. It was found the customer was irritable as a symptom of their high blood glucose. Customer had treated their blood glucose with a manual injection. Troubleshooting for the insulin pump found the customer's tubing had air bubbles. It was also found the customer's insulin pump failed the high pressure test twice. Customer's alarm history also showed several no delivery alarms had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected no delivery alarm and no air bubbles noted during testing. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).